Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's (sweden) lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the device was removed.